Event description:
Pt had aortic valve replaced in 1990 due to aortic stenosis. Pt was seen several weeks ago on outpatient basis and although asymptomatic was found to have prominent murmur of aortic insufficiency. This was due to degeneration of aortic valve prosthesis.